Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy, this patient with a 27mm carpentier edwards valve implanted in mitral position underwent reintervention for a valve-in-valve procedure after an unknown implant duration for unknown reason. A 26mm transcatheter valve was successfully implanted within the pre-existing edwards surgical valve.

Manufacturer narrative:
Updated information: a1, a2, a3, b5 (event description) and h6 (component code, clinical code, device code, investigation finding and investigation conclusion). Additional narrative by the manufacturer. H11. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with biological heart valve (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A definitive root cause cannot be conclusively determined; however, patient and or procedural factors likely caused or contributed.

Event description:
Edwards affiliate in italy received notification that this patient with a 27mm carpentier edwards valve implanted in mitral position underwent reintervention for a valve-in-valve procedure after an approximate implant duration of five (5) years and eleven (11) months due to degeneration leading to severe stenosis and increased gradients. As reported, the patient presented with dyspnea, fatigue and heart failure before re-intervention. A 26mm sapien 3 transcatheter valve was successfully implanted within the pre-existing edwards surgical valve.